Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 14-jul-2015. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one coil came out/hysterectomy leaving ovaries required to remove essure after one/coil migrated on its own/lost coil') in a 37-year-old female patient who had essure (batch no. C22914) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "procedure was promised 20 minutes and it was 3 hours/length of time it was taking to place the coils" on (B)(6) 2015. The patient's medical history included overweight, anxiety, panic attack, gravida ii and parity 2 ((B)(6) 1998, (B)(6) 2000). Previously administered products included for an unreported indication: nuva ring. Past adverse reactions to the above products included adverse drug reaction with nuva ring. Concurrent conditions included streptococcal sore throat since 2010. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced abdominal distension ("bloating") and abdominal discomfort ("severe /persistent pressure on the right side"). On (B)(6) 2015, the patient experienced allergy to metals ("hypersensitivity reaction to nickel or any other component of essure/one or more of the ingredients contained in the essure coils caused a reaction"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("vaginal bleeding"). On (B)(6) 2015, the patient experienced genital haemorrhage ("bleeding/not stopped bleeding since insertion") and abdominal pain lower ("cramping/feeling a lot of cramping,little cramping "). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("pain and suffering/pain/still feeling pain/pain"), panic attack ("severe panic attacks/panic disorders"), anxiety ("anxiety/mental anguish"), procedural pain ("implant procedure itself was horrendous/things were not going "as usual" referring to the contractions and pain I was experiencing ; also due to the length of time it was taking to place the coils"), abdominal pain ("persistent pain on the right side (abdomen)/abdominal pain"), syncope ("vagel syncope"), dyspnoea ("problems breathing"), mobility decreased ("unable to move for a period of nearly 10 minutes"), fallopian tube spasm ("things were not going "as usual" referring to the contractions and pain I was experiencing; also due to the length of time it due to the length of time it was taking to place the coils"), menstrual disorder ("the blood was different than normal "period blood" it was bright red like fresh blood"), device expulsion ("I could feel the right side coil /found one coil attached to tampon that morning, as bleeding and still feeling pain/ passing coil") and menorrhagia ("bleeding and passing little clots"). The patient was treated with clonazepam (klonopin), hydroxyzine, ibuprofen and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. On (B)(6) 2015, the genital haemorrhage had resolved. On (B)(6) 2015, the device dislocation, abdominal distension, vaginal haemorrhage, abdominal discomfort and abdominal pain had resolved. At the time of the report, the pelvic pain had resolved, the abdominal pain lower, procedural pain, allergy to metals, syncope, dyspnoea, mobility decreased, fallopian tube spasm, menstrual disorder, device expulsion and menorrhagia outcome was unknown and the panic attack and anxiety had not resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, anxiety, device dislocation, device expulsion, dyspnoea, fallopian tube spasm, genital haemorrhage, menorrhagia, menstrual disorder, mobility decreased, panic attack, pelvic pain, procedural pain, syncope and vaginal haemorrhage to be related to essure. The reporter commented: abdominal pain ((B)(6) 2015, (B)(6) 2015); pain ((B)(6) 2015,(B)(6) 2015). After having essure removed, the cramping, severe persistent pelvic pain and pressure, bloating, and bleeding ended. However, I still experience the anxiety and panic symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Pelvic exam, ultrasound, blood tests, reviewed ER findings, and x-ray results. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: reporter added. Event bleeding and passing clots added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('essure was in my uterus') and uterine cancer ('benign uterine cancer cells') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), cervix inflammation ("cervix inflamed"), swelling ("swelling"), memory impairment ("I could not remember/ I could not name"), vision blurred ("blurry eyesight/fuzzy focus"), uterine enlargement ("uterus was double its regular size"), uterine cyst ("cyst inside") and immune system disorder ("tons of symptoms went away after removal but my immune system crushed") and was found to have uterine cancer (seriousness criterion medically significant) and uterine leiomyoma ("fibroid inside"). The patient was treated with surgery (hysterectomy, "uterus and cervix gone"/ mine did day before. Goes with a fight good luck! And hysterectomy, "uterus and cervix gone"/ mine did day before. Goss with a fight good luck). Essure was removed. At the time of the report, the device expulsion, uterine cancer, cervix inflammation, swelling, memory impairment, uterine enlargement, uterine leiomyoma, uterine cyst and immune system disorder outcome was unknown and the vision blurred had resolved. The reporter provided no causality assessment for cervix inflammation, swelling and uterine cancer with essure. The reporter considered device expulsion, immune system disorder, memory impairment, uterine cyst, uterine enlargement, uterine leiomyoma and vision blurred to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): smear cervix - on an unknown date: results: normal. Concerning the injuries reported in this case, the following ones were reported via social media : vision blurred, device expulsion, uterus enlarged, fibroids and cysts inside uterus. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on(B)(6)2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('essure was in my uterus') and uterine cancer ('benign uterine cancer cells') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), cervix inflammation ("cervix inflamed"), swelling ("swelling"), memory impairment ("I could not remember/ I could not name"), vision blurred ("blurry eyesight/fuzzy focus"), uterine enlargement ("uterus was double its regular size"), uterine cyst ("cyst inside") and immune system disorder ("tons of symptoms went away after removal but my immune system crushed") and was found to have uterine cancer (seriousness criterion medically significant) and uterine leiomyoma ("fibroid inside"). The patient was treated with surgery (hysterectomy, "uterus and cervix gone"/ mine did day before. Goes with a fight good luck! And hysterectomy, "uterus and cervix gone"/ mine did day before. Goss with a fight good luck). Essure was removed. At the time of the report, the device expulsion, uterine cancer, cervix inflammation, swelling, memory impairment, uterine enlargement, uterine leiomyoma, uterine cyst and immune system disorder outcome was unknown and the vision blurred had resolved. The reporter provided no causality assessment for cervix inflammation, swelling and uterine cancer with essure. The reporter considered device expulsion, immune system disorder, memory impairment, uterine cyst, uterine enlargement, uterine leiomyoma and vision blurred to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): smear cervixz: on an unknown date: results: normal. Concerning the injuries reported in this case, the following ones were reported via social media : vision blurred, device expulsion, uterus enlarged, fibroids and cysts inside uterus. Most recent follow-up information incorporated above includes: on 23-mar-2020: new event immune system disorder was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and uterine cancer ('benign uterine cancer cells') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have uterine cancer (seriousness criterion medically significant) and experienced cervix inflammation ("cervix inflamed"), swelling ("swelling") and memory impairment ("I could not remember/ I could not name"). The patient was treated with surgery (hysterectomy, "uterus and cervix gone"/ mine did day before. Goss with a fight good luck). Essure was removed. At the time of the report, the medical device removal, uterine cancer, cervix inflammation, swelling and memory impairment outcome was unknown. The reporter provided no causality assessment for cervix inflammation, swelling and uterine cancer with essure. The reporter considered medical device removal and memory impairment to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): smear cervix - on an unknown date: results: normal. Most recent follow-up information incorporated above includes: on 17-jul-2019: social media received reporter information was added. Case become incident new event added medical device removal. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.